Manufacturer narrative:
The company service representative cleared the fault logs, reset the system, and performed a power cycle. The cause of the freeze was not determined. The system was tested to factory specifications. It functioned normally and was returned to use. They have not had any further problems with the central as of the date of this report.

Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station display froze. There was no response to key requests. No patient injury was reported.